Event description:
It was reported that the patient presented via remote transmission. Upon review, the atrial lead exhibited noise that was oversensed by the device and led to pacing inhibition. Also, the oversensing led to an inappropriate automatic mode switch. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.